Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Event description:
The customer reported a false negative result with the ID now covid-19 assay performed on (B)(6) 2021 using an unknown sample type. Confirmation pcr testing was performed on an unknown date at a hospital emergency department, using an unspecified sample type, which generated a positive result. The customer confirmed that the patient was symptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1054224 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1054224, test base part number 190-430 / lot 1054224. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1054224 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.